Manufacturer narrative:
The pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: on (B)(6) 2017, it was reported that the patient had lessening drainage from driveline site infection.

Manufacturer narrative:
Device unique identifier (UDI)- (B)(4). Approximate age of device - 1 year and 3 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6)2016. It was reported that the patient presented to the emergency department with diarrhea, productive cough with greenish/ gray sputum, dizziness, fatigue and dyspnea for the past 3 days. There was a dark drainage from the driveline exit site and the patient complained of abdominal pain. Pan cultures were taken. The driveline exit site and 1 out of 2 bottles of the blood culture were (B)(6) for (B)(6). Per report, there was no indication of pump pocket infection. The patient was treated with empiric intravenous antibiotics and is currently on cefazolin. The patient was seen by infectious disease specialist. It was reported that the patient was stable. The manufacturer's technical services reported that the log file was unremarkable. The device operated as expected and the event history appeared normal.